Event description:
It was reported that during a surgery, a clip applier was delivering clips that were scissoring (criss-crossing).

Manufacturer narrative:
Final investigation showed that when the clip applier was tested, the clips did not consistently form correctly.